Event description:
IV access was obtained for CT imaging. Saline tubing was clamped, and the IV contrast power injector tubing was attached to the port closest to the IV site. Initially, there were no problems, and the patient had no pain. After approximately 25 seconds, the tubing distal to the clamp burst.